Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a silicon oil extraction surgery an ophthalmic system exhibited infusion failure. The patient experienced choroidal damage due to the system failure which was recovered during the surgery. The surgery was completed on the same day using another system.